Event description:
Caller reported potential false negative results with alere hcg combo cassette (20/10) when testing five different pts using whole blood fingerstick samples. One pt was 30 years old; the other four pts were over thirty and only one had lab results provided. Customer did not allow cassettes to come to room temperature before testing. Customer was not using a timer while testing (reading results up to 10 minutes after applying sample). Customer is testing with whole blood fingerstick sample. Four other pts were all above thirty and no other info was available. Technical service rep advised customer to use either serum or urine sample; allow cassettes to come to room temperature per the package insert.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with serum/urine cutoff level hcg control and 3 high level hcg positive urine controls, all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Customer did not follow package insert procedures and incorrect sample was applied. The root cause was confirmed as a customer improper technique. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.